Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator eroded through skin in left pectoral area. It is unknown when erosion took place. The system was explanted and not replaced. The patient was recovering post operation.